Event description:
It was reported that via a merlin.net transmission, the right ventricular lead exhibited noise. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.